Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73h1500256 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples were stuck in the stapler. The patient's condition was reported as fine.